Event description:
A surgical technician reported a case of bilateral trace diffuse lamellar keratitis, observed at day one post lasik treatment. Reporter indicated the topical steroid dosage was increased and oral prescribed, but by post op day two, patient noted to have increased signs of dlk and received a flap lift and rinse. By post op day three the patient was noted to be at stage three dlk. That at one week post op dlk was resolved. Further information from the reporter indicated there are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).